Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the devices are cracked. No patient injuries or adverse events.

Manufacturer narrative:
Additional information: the device history record (DHR) could not be performed as no lot number was available. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. A search of our complaint database could not be performed as no lot number was able to be identified. There were no samples received for evaluation, but pictures were submitted. The pictures were visually reviewed and showed unused, opened devices. The pictures submitted with this complaint confirm the reported issue. The most likely cause of the failure is due to misloading of the barrel leading to barrel stress, causing cracking. Based on the pictures provided, this is potentially the issue as no other damage is noted. No corrective and preventative action (CAPA) is warranted at this time as there is no adverse trend to the failure reported. This information will be utilized for trending purposes to determine the need for corrective actions.